Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion using rhbmp-2/acs. It is alleged that the patient had ectopic bone growth which caused ongoing chronic pain and other complications during the post-operative period. No additional information was provided.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.